Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a driveline infection with (B)(6) that is now present in the patient's bloodstream. The patient was admitted from (B)(6) 2015 and was given IV nafcillin. No additional information was received.

Manufacturer narrative:
Approximate age of device - 1 year, 2 months. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
A root cause for the report of driveline infection could not be determined through this evaluation. The patient remains ongoing on vad support and no related complaints have been reported at this time. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.